Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported, via a trial, that in 2008, the patient underwent stenting of the pre-dilated prox rca with a xience v stent. Six months later, the patient experienced unstable angina. The patient was hospitalized three days later. Diagnostic coronary angiography was performed the following day, and revealed >=70% and <100% restenosis of the xience v stent implanted during the index procedure. The restenosis was treated the same day, via balloon angioplasty and implantation of a promus stent. The event resolved the same day, and the patient was discharged the next day. No additional event or patient information is available.

Manufacturer narrative:
Product performance engineering reviewed the incident information. Angina and restenosis, as listed in the IFU, are known potential adverse events associated with coronary stenting and not necessarily an indication of a product quality deficiency. There was no report of any device malfunction at the time of the stent implant. There is no indication of a product quality deficiency. It is most likely that the angina was a symptom of the restenosis, which resulting in the additional treatment non-surgical treatment and hospitalization. However, the exact cause of the reported adverse events and the relationship to the xience v device, if any, cannot be conclusively determined.